Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot #: 2.1.0, ubd: , UDI#: h3/h6 - a manufacturer representative went to the site to service the system. Replaced the hard drive. The software logs were returned and confirmed the reported complaint. Evaluation codes b01, c10, d18 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system was experiencing multiple error 64 during surgery and outside or usage. The site manually dismissed the error and rebootted the system to proceed with surgery. The local representative (cc) was on site and was able to confirmed the error happened more than once. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient. 2024-jan-29 e1 (rep): additional information received from a manufacturer representative indicated that they believed the error 64 I ssue was caused by the system upgrade to software version 2.1. Additionally, the procedure being performed was a functional endoscopic sinus surgery (fess).